Event description:
It was reported that on july 05, 2007 the patient fell on her head and had a hematoma near the left implant area. The patient is bilaterally implanted. From then on the patient refused to wear her speech processor due to a peeping noise. Testing was carried out at that time in the clinic, which was within normal limits. In 2007, an implant check was performed which confirmed that the implant is functioning properly. The patient was re-implanted approx three and a half months later.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.